Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer evaluated the device and indicated the damage could be seen with the shaft. There was no visible damage with the holding sleeve. The shaft appears to have about 1.5 - 2.0 mm long piece of the tip that did break away from the shaft. There is also a short section of the stardrive tip that appears to be twisted. The complaint says the surgeon was finger tightening the screw. However, it can not be determined how much torque was actually being applied. The design risk assessment was reviewed and found to be adequate for the intended use. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
Device report from synthes (B)(6) reports the following event: during a procedure at (B)(6), surgeon was using a 1.5mm lcp mod. Minifragment set. As surgeon was driving in the sixth screw, the tip of the screwdriver blade broke off. Surgeon was able to retrieve the broken fragment, and was able to complete the procedure. This is 1 of 1 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).